Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal lead characteristics.

Event description:
It was reported that high pacing thresholds, noise and oversensing had been observed on the atrial lead. No patient symptoms were reported. The lead was explanted and replaced.